Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. One kink was observed on the catheter tubing near the y-fitting approximately 76.5 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We were unable to duplicate the reported problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy that the iab did not properly inflate during cardiac surgery. The iab was replaced with a competitor's iab. The patient expired after the event, but it is not attributed to the device by the facility. The date of death is unknown.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy that the iab did not properly inflate during cardiac surgery. The iab was replaced with a competitor's iab. The patient expired after the event, but it is not attributed to the device by the facility. The date of death is unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.(B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy that the iab did not properly inflate during cardiac surgery. The iab was replaced with a competitor's iab. The patient expired after the event, but it is not attributed to the device by the facility. The date of death is unknown.